Manufacturer narrative:
MDR 2517506-2019-00486 was filed on 19-dec-2019. Additional information (14-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant vancomycin (vanc) result on the dimension vista 500 instrument. Hsc evaluated the information provided and the instrument data files. Calibration and quality control were within conformance. A siemens customer service engineer (cse) was dispatched to verify the system hardware. The reagent arm 2 alignment was not optimal. Horizontal and vertical belts were replaced on the instrument during normal routine troubleshooting. Daily system check was successful following instrument troubleshooting. No additional discordant vanc results were reported. The patient sample was not requested to be returned as the repeat result recovered within the customer's expectation. The customer is operational. No product non-conformance was identified. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant depressed vancomycin patient result was obtained on a dimension vista 500 instrument. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient result was obtained on a dimension vista 500 instrument. The initial result was reported. The same sample was reprocessed on the same instrument and a higher result was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed vanc result.